Manufacturer narrative:
(B)(4). Date of initial report : 07/18/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device were sticking to the patient's tissue and were difficult to remove during a sleeve gastrectomy procedure. A new device was used to complete the procedure and there was no injury to the patient.

Manufacturer narrative:
(B)(4). The reported condition that the jaws were sticking and were difficult to remove from the patient¿s tissue was not confirmed. The device was received with eschar in the jaws. The device was activated on porcine kidney tissue. The jaws did not stick to the tissue. The handle was latched and unlatched without difficulty. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.